Event description:
It was reported, "1800-030 - I have another report of injury today. I have the electrodes in my office. Please send shipper. Patient was treated with antibiotic ointment."

Manufacturer narrative:
No lot numbers were provided for the electrodes involved in any of the reported complaints. Representative samples of the ECG electrodes were provided for testing (for some of the complaints). In two (2) cases, used electrodes were provided to conmed. Unfortunately, all returned electrodes were compromised (edges folded over or attached to post it notes where dye was absorbed into the gel) rendering the electrodes in an unusable condition for testing purposes. During a conference call conducted on (B)(6) 2013, the following details were shared by members of the (B)(4): the complaints come solely from the adult critical care units (with some post-op patients and some medical patients). The electrodes are replaced every 24 hours (typically at night). The reactions come from patients from various bed locations. The reactions occur mainly on the right arm or left arm locations. The ECG monitoring equipment was checked by biomedical engineering and determined to be in good working order. ECG waveform artifact is not an issue with the electrodes. Various skin preparations have been used in the critical care units, including: cavilontm, by 3m, bag in a bag by (B)(4), and skin prep by smith and nephew, inc. The two (2) types of adult electrodes involved in the complaints (suretrace 1800 and cleartrace 1700) are manufactured with the same conductive adhesive hydrogel (2000x gel formulation). To aid in the adhesion of the electrodes to the skin, these electrodes also contain similar medical grade acrylic adhesives around the perimeter of the gel area. Skin reaction from ECG electrodes (regardless of the manufacturer) is not uncommon. Over the past year, the conmed customer complaint handling center has received an average of 1.2 complaints per month (involving the high volume adult ECG electrodes with 2000x gel). The (B)(6) has submitted nineteen (19) complaints involving skin reaction in a two month period. This represents an increase of 800% of reported complaints for skin reaction for these products. Gel manufacturing is subjected to rigorous adherence of established procedures. Electrical performance, ph level and tack testing is performed and monitored during hydrogel manufacturing. Only after these tests are successfully passed is the batch of gel deemed acceptable for assembly. Inspections and documentation of these test results are maintained by conmed. A recent review of records confirms conformance to the established procedures. All conmed ECG electrodes are deemed biocompatible for human use according to en iso 10663-1: 2009 - biological evaluation of medical devices. ECG components (gel and substrate materials) are tested for cytotoxicity, sensitization, and intracutaneous factor. A manufacturing defect that may lead to skin reaction is referred to as residual monomer (uncured primary monomer in the hydrogel). The presence of large amounts of the primary monomers contained in the gel may increase the probability of skin irritation. A spectrophotometer test for residual monomer was conducted on recent lots of ECG electrodes containing the 2000x gel formulation. Test results showed an average of (B)(4)monomer in the gel composition. These results are far below the warning limits of (B)(4). With respect to the low residual monomer composition of the hydrogel and the relatively low incidences of skin reactions reported from other medical facilities, product related issues do not appear to be significant. Various skin preparation products were utilized by the critical care units at ther (B)(6); such as, cavilon, bath-in-a bag, and skin-prep. Each of these contain a chemical barrier film, and/or, oily substances such as vitamin e and aloe. These solutions may have been trapped under the electrode site, causing a reaction with the gel. The instructions for use, IFU, specifies,"the electrode site should be dry before electrode application. Fluids, including skin cleansing solutions, lotions or soapy water may cause skin irritation and loss of adhesion." Additionally, rapid removal of the electrode may cause skin damage. The IFU also indicates, "rapid removal of the electrode from the patient may cause skin damage." Another possible cause of the skin reactions documented in the complaints could be based on an allergic reaction to a component of the hydrogel or substrate adhesives. The possible product and manufacturing sources for these events have been investigated. A review of the manufacturing process and product inspection along with subsequent hydrogel analysis has shown no significant changes to process or materials. These results, in conjunction with discussions with (B)(6) staff, suggest that this uncharacteristic increase in skin reaction events may be attributable to skin preparation within the adult critical care units; primarily the use of the above mentioned products: cavilon, bath-in-a bag, and skin-prep. No conclusive manufacturing related defects were observed with the devices during the evaluation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed. There were six (6) reported skin irritations/reactions with this complaint. Therefore, this medwatch is associated with the following medwatch reports: 1320894-2013-00119; 1320894-2013-00128; 1320894-2013-00129; 1320894-2013-00130; 1320894-2013-00131; and, 1320894-2013-00132.

Manufacturer narrative:
Actual devices from incident have been returned to conmed corporation for evaluation. The investigation has not yet commenced; however, is anticipated in the near future. A supplemental report will be filed on completion of the quality engineering evaluation.